Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information has been added to the following fields: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, during the seal and cut output, nothing was being gripped between the gripper and the tip of the probe (including after the tissue had been cut), which caused the tissue pad to wear out. It was confirmed that the probe coating was peeled off if the device was handled as follows. However, it could not be conclusively determined if such handling actually caused the reported phenomenon. As a result of checking the instructions for use and labeling of the products, there were no abnormalities that could lead to the phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasonic surgical instrument teflon pad slightly melted and separated. The issue occurred during a therapeutic unspecified emergency procedure. There was a 5 minute delay to change the device. There were no reports of patient harm. Another similar device was used to complete the procedure.